Event description:
It was reported by service report that the both head-end outer and inner siderail panels had cracks; the head right siderail hoop was broken at the screw mounts, and there were sharp edges on both outer panels. The footboard lid cover was cracked, and around the outer edge of the clamshell were sharp edges. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: both head-end outer and inner siderail panels had cracks; the head right hoop was broken at the screw mounts, with exposed sharp edges on both outer panels. Footboard lid cover was cracked around the outer edge of the clamshell with exposed sharp edges.